Event description:
It was reported that during a surgical procedure that the tip of the bur broke. It was also reported that there were no injuries associated with this event to either the pt or dr and that the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was not returned to MFR for eval. Both product part number and lot number has not been provided to permit further investigation.